Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code captures the reportable event of stent positioning issue. Impact code f2301 is being used to capture the use of another device to remove the stent from the patient.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report number 3005099803-2023-02078 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary rx fully covered removable us stent was to be implanted in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the wallflex biliary fully covered stent 10x60 was able to be deployed. However, the stent did not expand and moved up into the duct (the subject of this report). The stent was removed and a second wallflex biliary fully covered stent 10x60 (the subject of MFR. Report number 3005099803-2023-02078) was deployed; however, the same problem was encountered. The stent did not fully expand and was moved out of its target site. The second stent was removed and the procedure was completed with another wallflex biliary stent 8x60. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code captures the reportable event of stent positioning issue. Impact code f2301 is being used to capture the use of another device to remove the stent from the patient. Block h10: the wallflex biliary rx delivery system was received for analysis; the stent was not returned. A visual examination of the returned delivery system found that the outer clear sheath and the inner sheath were kinked. No other issues were noted with the delivery system. Product analysis did not confirm the reported device malfunctions of stent failure to expand and stent positioning issue. This event happened during the procedure, and there is no objective evidence or descriptive condition to confirm the reported device malfunctions. The kink noted on the outer clear sheath was most likely due to procedural factors encountered during the procedure. It may be the characteristics of the lesion, the handling and manipulation of the device, and the techniques used by the user, limited the performance of the device and contributed to the kinking of the outer clear sheath. However, the investigation concluded that there was no confirmation on what the customer reported because the stent was not returned for analysis. Therefore, review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent failure to expand (stent does not fully open) and stent positioning issue (incorrect stent placement) were documented in the instructions for use (IFU) as potential complications associated with the use of the device.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report number 3005099803-2023-02078 and 3005099803-2023-02079 for the associated device information. It was reported to boston scientific corporation on march 31, 2023, that a wallflex biliary rx fully covered removable us stent was to be implanted in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, the wallflex biliary fully covered stent 10x60 was able to be deployed. However, the stent did not expand and moved up into the duct (the subject of this report). The stent was removed and a second wallflex biliary fully covered stent 10x60 (the subject of MFR. Report number 3005099803-2023-02078) was deployed; however, the same problem was encountered. The stent did not fully expand and was moved out of its target site. The second stent was removed and the procedure was completed with another wallflex biliary stent 8x60. There were no patient complications reported as a result of this event.